Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the pt's head slipped from the skull clamp. The pt has lacerations due to the slip. The resident stated that the clamp was set at 70 pounds (lbs) of pressure. It was unclear if the base unit or the skull clamp was the issue. There was a delay in surgery. Add'l clinical info has been requested.